Event description:
At the time of the revision surgery, the lead was replaced to restore therapy, not to address or prevent suspected patient injury. During the revision, the distal suture was freed and the sensor lead tip was found to have separated from the lead body. Upon conclusion of root cause analysis on (B)(6) 2022, it was discovered that the distal end of the sensing lead was not returned with the remainder of the sensing lead. Further review of documents from the clinical trainer who attended the surgery, it was noted the sense lead tip was abandoned during the revision. The revision surgery restored therapy and the issue is now resolved.